Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent treatment of a residual thoracic aortic dissection, zone 2, with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. It was reported all devices were implanted in the desired locations and all components were patent, as demonstrated by angiography at the end of the procedure. On (B)(6) 2019 the patient underwent a reintervention whereby the treatment zone was extended distally for chronic type b dissection and aneurysmal degeneration. On (B)(6) 2019 the patient was discharged and the dissection was considered resolved.